Event description:
It was reported that the user replaced a freestyle libre 3 plus sensor, then observed the ilet prompting to start a sensor while the libre app displayed a connected sensor with a glucose value displayed; the issue was that the sensor had been paired to another device, preventing connection to the ilet mobile app. No adverse clinical symptoms were reported. Outcomes included successful education and resolution through user guidance to obtain and scan a new sensor with the ilet app, after which the sensor entered warmup and was expected to display glucose once complete. User support included remote troubleshooting and user guidance on device pairing behavior. Investigation of this case revealed that the sensor was in use by another device and could not be rescanned, consistent with device connectivity and pairing design. It was concluded, based on previously established findings for similar reports, that the cause was user error, pairing to a non-compatible or alternate host device prior to ilet setup.